Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, a shaft break occurred. The physician was attempting to treat a lesion in an unspecified vessel. The 3.00 x 28 mm taxus liberte stent delivery system was unable to cross the lesion. It was noted that excessive force, or a "hard push", was administered due to the inability to cross the lesion. There was a complete break of the shaft which occurred outside the patient. The physician was able to retrieve the broken piece by pulling on the exposed end. Retrieval was possible without complications. The procedure was completed with poba (plain old balloon angioplasty). There were no reported patient complications. The patient status is listed as "stable".